Event description:
It was reported that the customer's insulin pump had physical damage at the reservoir chamber. The customer stated that the top of the reservoir chamber where the black washer and plastic were had broken off. The customer stated that the insulin pump still delivered insulin if she held it in place. The customer's blood glucose was unknown. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and missing o-ring(reservoir tube).